Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was trialing a spinal cord stimulation system. It was reported that the patient¿s trial lead had migrated. It was confirmed on (B)(6) 2017 that his lead had migrated resulting in a loss of therapy. The patient was able to use programming on his second lead for the duration of the trial. The health care provider did not attribute the migration to device malfunction and the issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.